Event description:
An abbott customer technical advocate (cta) was contacted with regard to their cell-dyn 1800 analyzer generating controls out of range and low recovery on a pt for hemoglobin. In 2004 three samples were drawn on a pt. The first fingerstick sample yielded a hemoglobin of 8.9 g/dl. A second fingerstick sample generated a hemoglobin of 8.2 g/dl and a venous sample produced a hemoglobin of 9.8 g/dl. Controls were reported to be within range in 2004. The next day the pt was redrawn (venous) and tested yielding a hemoglobin of 13.3 g/dl with controls out of range. Controls were again out of range the following day with no pt data provided. No impact to pt management was reported.